Manufacturer narrative:
Hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a rise in power consumption and multiple high watt alarms for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: 02/22/2016; log dates through (B)(6) 2016 to (B)(6) 2016: power consumption above normal operating range. Additional notes: 3 low flow alarms have been logged at the following times: (B)(6) 2016 at 03:20:27, (B)(6) 2016 at 23:55:59, (B)(6) 2016 at 03:30:50. The low flow alarm limit is currently set to 2.1 lpm. 97 high watt alarms have been logged since (B)(6) 2016. The current high watt alarm limit is set to 20.0 w. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient was admitted to the hospital for high pump power. It was stated that the log files show increased power (watts) of the pump. No additional information provided. Investigation is ongoing.